Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying an unknown/unspecified error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged unknown/unspecified error message began over a week ago prior to contacting lfs. The patient claimed she is on oral medication with diet and/or exercise to manage her diabetes. Despite the alleged issue, the patient continued to administer 500mg of metformin pills twice daily. The patient indicated she was feeling weak and anxious a week ago; but was not able to specify whether the symptoms occurred before or after the alleged issue began. The day prior to contacting lfs, the patient stated she developed additional symptoms of sweating. In response to her symptoms, the patient stated she self-treated with orange juice. At the time of the alleged issue, the patient indicated no other blood glucose device was used. At the time of troubleshooting, the cca noted the patient had used the subject meter before, there was no misuse of the meter, and the test strips were expired. According to the cca documentation, it is not known whether the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.